Event description:
According to the report from the dentist the pt complained of unpleasant numbness directly after the prophylaxis treatment. After two days the pt contacted the dentist again and requested an appointment because the gingiva was discolored.

Manufacturer narrative:
Telio cs desensitizer is used to close dentine tubuli and for example to treat sensitive tooth necks. In this particular case the pt was aware of numbness during the treatment. The symptoms were described by the pt. They could indicate an allergic reaction. Production records for this batch were normal.